Manufacturer narrative:
(B)(4) - follow up MDR for device evaluation. It was reported the syringes are missing the printed graduation info. To aid in the investigation, thirty-nine samples in sealed packaging blisters with all applicable product information from lot 3209795 were received for evaluation by our quality team. The samples were missing the scale markings. The condition observed is non-conforming per product specification and is associated with the marking process. A device history record review was completed for provided material number (B)(4), lot 3209795. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 3209795 was inspected and accepted based on meeting our inspection control plan, subsequently approved for shipment and is considered in compliance with our product specification requirements. This condition is occurring at or below its expected frequency; therefore, no corrective action is required at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringes has scale marking issues. The following information was provided by the initial reporter: "syringes are missing the printed graduation info."